Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 43-year-old female patient who had essure (batch no. 634989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo confirmation test". The patient's medical history included obesity, hypertension, pulmonary embolus and uterine fibroid. Findings: the veins demonstrate normal compressibility, phasicity, augmentation, and color flow. Impression; no evidence of deep venous thrombosis in either leg. Impression: there is chronic left lower extremity dvt. There is recanalized flow in the left superficial femoral and popliteal vein. Concurrent conditions included deep vein thrombosis, shortness of breath, back pain, allergic reaction to analgesics, endometrial ablation, septic joint and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems conditions: depression") and anxiety ("psychological or psychiatric problems conditions: mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff unable to afford removal surgery. We placed the essure device placement devices in through the port site and placed 1 on left and 1 on right. Lot number:634989, manufacturing date:2009/04, expiration date:2012/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. 634989) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo confirmation test". The patient's medical history included obesity, hypertension, pulmonary embolus and uterine fibroid. Findings: the veins demonstrate normal compressibility, phasicity, augmentation, and color flow. Impression; no evidence of deep venous thrombosis in either leg. Impression: there is chronic left lower extremity dvt. There is recanalized flow in the left superficial femoral and popliteal vein. Concurrent conditions included deep vein thrombosis, shortness of breath, back pain, allergic reaction to analgesics, endometrial ablation, septic joint and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems conditions: depression") and anxiety ("psychological or psychiatric problems conditions: mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff unable to afford removal surgery. We placed the essure device placement devices in through the port site and placed 1 on left and 1 on right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: pfs was received. New events abnormal bleeding (vaginal, menorrhagia), mental anguish, plaintiff didn¿t undergo confirmation test were added. Previously added psychological injury updated with depression. Ablation added to menorrhagia. Event onset dates were added. Treatment drugs were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.